Event description:
It was reported that the patient fell at home, quickly became unresponsive, and had respiratory arrest. The patient arrived at the emergency room and was intubated. The patient was admitted to the intensive care unit. The patient had an MRI of the head and neck. The pump was interrogated following the MRI, and the pump event logs stated that a motor stall occurred, and a motor stall recovery occurred. It was noted that this "signified the pump was running properly." There were no other events of concern in the pump logs. It was also noted that there were no problems during the patient's last refill on (B)(6) 2012. The device system was used to deliver gablofen. It was reported that the patient had no signs of baclofen withdrawal or overdose when he presented to the emergency room. The patient had no increased spasticity or rigidity, and no increased or decreased tone. It was reported that the patient had 3 or 4 puncture marks near his pump. The puncture marks were approximately 2 inches away from the center fill port. The marks were corroborated by x-ray, and were close to the catheter access port (cap). It was unverified whether or not any health care provider had tried to access the cap. It was noted that if the cap had been accessed in the emergency room, the catheter would already have been refilled with the regular rate at that time. It was planned to lighten the patient's sedation and try to wean him off the ventilator in the next day or two. It was noted that the patient was an "otherwise ambulatory multiple sclerosis patient."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product type catheter. (B)(4).